Event description:
During a coronary artery drug eluting stenting treatment procedure the stent was not in the balloon. The physician was placing a taxus liberte 3.5x24mm drug eluting stent in the left main coronary artery. The vessel was predilated with a balloon of unknown size. It was reported that "suddenly the stent not in the balloon with out negative pressure and tried to find the stent but couldn't find it." Additional information has been requested.